Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) implanted approximately three months earlier. The lens was explanted due to decentralization, which resulted in blurry or double vision for the patient. During the explant procedure, the lens was not cut, and one haptic was observed to be flimsy in comparison to the other. The replacement lens was of the same model but different diopter. The patient¿s outcome is unknown and reported as too soon to tell. No patient injury, surgical interventions, or prescribed medications were noted. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between sep 12, 2025 and feb 2, 2026. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. Section h6: health effect - impact code: 4619 - this code is used to capture blurry vision & diplopia-persistent. Section h6- health effect - clinical code 4581 - this code is used to capture device decentered or dislocated. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.